Event description:
Caller alleged discrepant results compared with lab. Results are as follows: date (B)(6) 2013, inratio 4.8, lab 12.0. Therapeutic range: 2.0 - 3.0; time between testing: 5 hours apart. Pt noticed bleeding gums and went to the lab. Please note the pt has gum disease and will have teeth removed soon. The lab test showed low hemoglobin. The pt has been very sick and dehydrated lately and her inr fluctuates every time she is sick. The pt has a factor c and factor s protein deficiency that may interfere with the test. Pt was given vitamin k and 2 units of blood, she was not hospitalized. No further info was provided.

Manufacturer narrative:
Time between inratio and reference test was reported to be 5 hours, this exceeds the 3 hour criteria for time between testing. If the time elapsed exceeds 3 hours there is a high possibility that the discrepancies are due to changes in the status of the pt. For this reason, no further comparison analysis of this reported result is appropriate. Pt reports recent hemoglobin of 6.5. Pt's current health status may affect coagulation test and may lead to unexpected inr result. The last in-house therapeutic donor testing performed on reported lot 305273 on (B)(4) 2013 yielded the following results: donor1 - inratio 2.3, 2.0, 2.0; references 2.51; bias threshold 1.51-3.51; %cv 8.25. Donor2 - inratio: 2.6, 2.7, 2.9; references 3.31, bias threshold 2.31-4.31; %cv 5.59. All replicates for each donor were within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Precision criteria had been met. No further investigation required. Conclusion: the data points provided exceeded 3 hour testing window. It is not possible to rule out that the change in value was not due to a change in the pt's status. No product was expected to be returned so retain products were used for investigation testing. Retain strip testing results met both accuracy and precision criteria. Pt's condition as a cause of the unexpected results cannot be ruled out. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. This issue will be subject to tracking and trending. Corrective action is not required at this time.